Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an external flash crc error alarm. The customer's blood glucose reading was unknown. The customer was informed that their device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the mother board. Unable to verify the external flash crc error alarm or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the blank display anomaly. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.